Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec and creases flat. After autoclave cycle were observed,cloudy color in the gel and voids. Based on the device analysis, the final assessment is: creases are observed. However, do not taken as a workmanship, because it was not received in their original packaging.

Event description:
Healthcare professional reported, "capsular contracture, baker grade iii". Against left side. Device explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" against left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.